Event description:
A surgeon reports dissatisfaction with patient outcomes. Additional information provided by the surgeon indicates this patient received a bilateral custom lasik procedure. This report is for the left eye, the right eye is being reported under manufacturer report # 1061857-2009-00053. Postoperatively, this patient exhibited an undercorrection and residual astigmatism in the left eye. It is unknown if the surgeon is the surgeon feels this patient is harmed / injured. Additional information provided from the surgeon indicates the patient is accommodating with the iol. An enhancement may be necessary.

Manufacturer narrative:
A surgery database performance verification was performed on this laser system. The analysis determined the laser performance factors analyzed were operating within specification during the time of this patient's surgery. During the on-site investigation, the engineer was unable to find any issues with the laser and completed a successful system verification to specifications.